Manufacturer narrative:
Other, other text: one unit was returned for investigation. Investigation completed on a smiths medical breathing/portex general anesthesia circuit. Reported ail leak in the mask of device was confirmed and believe to be related to manufacturing of supplier is scar "koo medical japan", a request to investigate the event lots and implement improve actions. The final investigation will be done by the supplier as the component we supply was investigated and the whole device will be investigated by the supplier. We do not have any further information.

Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia circuit. Reported ail leak in the mask of device was confirmed and believe to be related to manufacturing of supplier is scar "(B)(4)", a request to investigate the event lots and implement improve actions.

Event description:
Information received a smiths medial breathing/portex general anesthesia circuits malfunctioned.. During the pre-use check, the customer noticed air was unable to be put in the air cushion face mask. No patient injury.